Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose level was unknown at the time of the incident. The insulin pump button¿s were peeling off a little bit, worn near the bottom of the insulin pump. The insulin pump has rejected new batteries a few times, was louder during rewind and had frequent unexplained no delivery alarms. It was also reported that there were scratches on the screen and the battery life has depleted to changing every couple of week. The device will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. Device received with no button response due to unlocked connector on lcd board noted. Unable to verify, failed battery test, rewind anomaly, no delivery and motor error. The motor was tested outside the unit and passed.